Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an atrial fibrillation cryoablation procedure, a retroperitoneal bleed occurred which required blood product administration and a right chest tube insertion to stabilize the patient. It is reported that after the procedure blood pressure issues were observed before the patient crashed. An echocardiogram and computed tomography were performed which confirmed the retroperitoneal bleed. Blood and fresh frozen plasma were administered, and a right chest tube was placed to stabilize the patient. The physician believed the bleed was related to the vascular access at the beginning of the procedure.